Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all es stations was not communicated with es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the stations were not communicating. A technical support specialist (tss) confirmed the stations went into retry due to a network issue. The station retries was cleared and the network problem was resolved. The stations remote support service (rss) did not respond, and the issue was addressed. All stations were confirmed connected, and purge selection retries were resolved and customer authorized closure of this case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all es stations was not communicated with es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.